Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing poor performance. A review of the recipient's test data revealed abnormal results. Revision surgery is under consideration.